Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies relating to the observations. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Visual inspection did identify a benign crack in the proximal electrode that did not extend into the insulation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was returned without a field allegation.